Event description:
Patient presented with biventricular failure following clotted mechanical mitral valve on (on-x value). Thrombosed valve, found through pre-op screening. Streptokinase thrombolysis was given upon which patient improved hemodynamically. Re-operated, prosthetic mitral valve inspected. Posterior leaflet moving properly, anterior leaflet stuck in position from organized thrombus. Thrombus removed and normal leaflet movement observed. The prosthetic mitral valve was not replaced.

Manufacturer narrative:
The device was evaluated by the surgeon intraoperatively, by visual inspection. Description of results.